Event description:
It was reported that the pulse generator exhibited elective replacement indicator, despite a battery voltage of 2.90 v. The patient presented to the hospital with shortness of breath. A software download successfully restored the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.